Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. Off-label. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the mobile device updated its operating system, which closed the app. No injury or medical intervention was reported.